Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implantation-calcification was confirmed based on the medical record. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary documents the root cause analysis of valve calcification over time in patients. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for valve-calcification and post-implant-calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction was found in any of the valves returned for these complaints. As reported, "approximately 2 years and 9 months post-tavr implant using a 23mm sapien 3 valve, the patient is being worked up for a valve in valve procedure due to stenosis" per medical record review it was noted, "the valve was noted thickened or calcified with significant motion leaflet restriction of the posterior leaflet." In this case, a conclusive root cause was unable to determine due to the limited information provided; however, it was likely due to the patient's condition. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted at this time.

Event description:
Approximately 2 years and 9 months post tavr implant using a 23mm sapien 3 valve, the patient is being worked up for a valve in valve procedure due to stenosis. Per medical record review, the patients recent echo indicated severe aortic valve prosthetic stenosis/obstruction. The valve was noted thickened or calcified with significant motion leaflet restriction of the posterior leaflet. The recommendation was for the patient to undergo a cta for further assessment. There was trivial av regurgitation. The patients recent CT scan indicated increasing calcification of the prosthetic valve leaflets, increasing hypermobility of the leaflets, especially the noncoronary facing leaflet. By planimetry, the ava is ~ 0.75 cm2, + pulmonary htn, + bronchitis. The cardiology office visit indicated that the patient is to follow up at cardiology office after recent hospitalization due to the marked increase in his aortic valve gradient. Clinically, the patient denies dyspnea, reported occasional atypical chest discomfort over the last 2-3 days. Episodes of cp are brief and non-exertional in nature. The cardiologist noted that the CT scan revealed no evidence for thrombus but did show early calcification.

Manufacturer narrative:
Additional information provided in b5.

Event description:
The patient underwent a successful valve in valve procedure using a non-edwards transcatheter valve via transfemoral approach.